Event description:
The ge oec 9800 fluoroscopy system made loud "popping" sound during a procedure. The system was removed from use for service.

Manufacturer narrative:
A ge oec service representative investigated the issue and found issue with the high voltage candlesticks that were removed, cleaned and re-greased to restore proper function. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.